Manufacturer narrative:
The device has been returned and evaluated by product analysis on 14-aug-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration, the reported blank screen complaint was duplicated. The pump cover was opened and the electronically erasable programmable read-only memory (eeprom) component was observed to be cracked/damaged. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.